Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Pump was not returned for investigation. Partial data logs were returned but the logs at the time of failure are missing. Therefore, the root cause of the optical signal issue was not determined since product was not returned and insufficient data logs were returned. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp was implanted and exchanged for a impella 5.5 pump to support a patient experiencing acute myocardial infarction and cardiogenic shock. The complainant reported placement signal issues on the pump. Echocardiogram confirmed that there was ideal positioning of the impella 5.5 and that the patient¿s hemodynamics were stable. The placement signal monitoring was disable. The patient was sent to ICU; however, the patient experienced ventricular tachycardia and was shocked more than 20 times. Decision was made to withdraw care and the patient expired.